Event description:
The customer reported that the device had intermittent power issues.

Manufacturer narrative:
The customer reported that the device had intermittent power issues. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.